Event description:
Bed failure. Center plug came apart. There was no alarm to identify deflation of bed. (Center cushion). This allowed pressure to pt's bottom on hard metal surface. Changed bed 3 times to same type of bed but continue to have problems. Bed supposed to hold up to 800 lbs. Bed rep notified and came and got the bed.